Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was performing a standard cartridge change and following the prompts on the screen. When the customer loaded the new cartridge it was not snapped in all the way. Subsequently, a cartridge alarm 25 occurred. There was no impact to the customers blood glucose level. Reportedly, the customer loaded a cartridge and resumed insulin delivery.